Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked and found the issue with set up joint (suj) 2 on the z axis brake. The fse replaced it and resolved the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding repeated error on the arm2 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had repeated recoverable fault while pressing instrument clutch button. The customer had already tried restarting the system, but the issue persisted. The customer converted to three arm procedure due to this error. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found an error 32100 reported on the arm 2 repeatedly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and no additional information was provided.